Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered bacterial growth in all wash ports and saline bottle. The cse cleaned the system and decontaminated the saline bottle and lines. Calibrations and quality controls were run, resulting within range. The cause of the discordant, falsely elevated calcium result was bacterial contamination of the saline bottle and lines. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium result was obtained on one patient sample on an advia 1800 instrument. The discordant result was reported to the physicians(s), who questioned it. The sample was repeated on an unknown instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium result.